Event description:
It was reported that when using the bd pyxis¿ medbank mini, cabinet was offline. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
D4 unique identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cabinet was offline. The technical support specialist (tss) guided the user to reseat the network cable at both the machine and router, restoring connectivity. The machine came back online, and the user was able to log in successfully. The system functioned as intended after the technical support specialist (tss) investigated the issue.